Event description:
It was reported that a perforation and pericardial effusion (pe) occurred. The procedure was cancelled. During a pulmonary vein isolation/ pulse field ablation procedure, a faradrive sheath was selected for use. After gaining access, the physician went to get transeptal and found a patent foramen ovale (pfo) that used. After advancing faradrive across septum utilizing the pfo, about two minutes after, anesthesia noticed blood pressure dropping, which lead to transesophageal echocardiogram (tee) for evaluation of an effusion. The procedure was cancelled. A sternotomy was performed. It was believed the perforation was either at appendage or coronary sinus. The patient was hospitalized beyond standard of care. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device technical analysis: it was indicated the device was disposed of by the facility; therefore, a technical analysis of the complaint device could not be completed. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk assessment: a risk review performed for the faradrive steerable sheath clear device confirmed that the event of cardiac trauma is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the information provided, the reported events of pericardial effusion, cardiac perforation and hypotension are known inherent risks of the faradrive steerable sheath clear device. Cardiac trauma, pericardial effusion, and hypotension are expected procedural complications addressed in the IFU for the faradrive sheath. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a perforation and pericardial effusion (pe) occurred. The procedure was cancelled. During a pulmonary vein isolation/ pulse field ablation procedure, a faradrive sheath was selected for use. After gaining access, the physician went to get transeptal and found a patent foramen ovale (pfo) that used. After advancing faradrive across septum utilizing the pfo, about two minutes after, anesthesia noticed blood pressure dropping, which lead to transesophageal echocardiogram (tee) for evaluation of an effusion. The procedure was cancelled. A sternotomy was performed. It was believed the perforation was either at appendage or coronary sinus. The patient was hospitalized beyond standard of care. The device is not expected to be returned for analysis (disposed).